Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 577mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The customer indicated that the cannula was bent and declined to further troubleshoot. No further details given.